Event description:
It was reported by provider that the joystick mode button is getting stuck on tilt or drive and not allowing the tdxsp-mcg power chair to go forward. Provider disconnected. The caller has no further information to provide. Lisa in customer service called the provider britney back and was asked additional questions, provider stated she did not feel comfortable answering questions in regards to the complaint, she did not see the end user and information was coming from their tech.